Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was a ruptured aneurysm located in the abdominal aortic artery. The equalizer 33/7/2/65 balloon catheter ruptured when 19cc of saline was injected into the balloon. The procedure was completed with a different device which resulted in "cramping" a main artery. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was returned and the catheter shaft was inspected for cosmetic defects and none were found. The balloon was inspected and the balloon was found to be burst/ ruptured near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).